Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due to inappropriate shocks by the implantable cardioverter de fibrillator (ICD) for atrial tachycardia (at)/atrial fibrillation (af) with rapid ventricular response (rvr) detected as ventricular tachycardia (vt) episodes. The device remains in use. No further patient complications have been reported as a result of this event.